Event description:
Healthcare professional (hcp) reported a patient was injected in the cheeks bilaterally with 5ml of harmonyca lidocaine. About one month and a half later the patient received touch-up injections with 2.2ml of harmonyca lidocaine. That same day the patient experienced injection site lumps along left jawline and is ongoing. Two months later, the patient experienced non device related covid-19; patient was treated with ibuprofen and resolved 1 week later. Approximately three months later the patient experienced non device related urinary tract infection; patient was treated with sulfatrin and the event is ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2023-00616 (abbvie complaint #(B)(4)). This MDR is being submitted for the first suspect product, harmonyca lidocaine.

Manufacturer narrative:
Correction to d.4.: lot number 0452202.

Event description:
Healthcare professional (hcp) reported a patient was injected in the cheeks bilaterally with 5ml of harmonyca lidocaine. About one month and a half later the patient received touch-up injections with 2.2ml of harmonyca lidocaine. That same day the patient experienced injection site lumps along left jawline and is ongoing. Two months later, the patient experienced non device related covid-19; patient was treated with ibuprofen and resolved 1 week later. Approximately three months later the patient experienced non device related urinary tract infection; patient was treated with sulfatrin and the event is ongoing. This is the same event and the same patient reported under MDR ID#: 3005113652-2023-00616 (abbvie complaint#: (B)(4). This MDR is being submitted for the first suspect product, harmonyca lidocaine.

Manufacturer narrative:
Clarification to section c. Suspect product: lot number: rm 6003 ld 19e69-c. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of urinary tract infection, deemed not device related is considered an unexpected adverse drug experience.